Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose in the 600s (mg/dl). Reportedly, the cause of the event was due to an unspecified infusion set issue. Customer declined further assistance from tandem technical support and declined to provide additional information regarding the issue.